Event description:
It was reported that the customer's insulin pump had a partial display. The customer's blood glucose was unknown. The customer stated that the missing segment on the insulin pump was a portion of the time. The customer stated that when he would remove the battery compartment, the display would become blank. Explained that the insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.